Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cursor on the central control monitor (ccm) froze and the touchscreen was not responding. The ccm was power cycled and the cursor responded appropriately. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per the perfusionist, the issue has since been resolved so they will not be returning the device for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.